Manufacturer narrative:
Concomitant medical products: evolutr-34-us transcatheter valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead the patient presented in clinic with t-wave oversensing (twos) with bipolar sensing. The rv lead sensing configuration was re-programmed with some intermittent twos still present. The healthcare professional was satisfied with the re-programming. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the healthcare professional reported intermittent twos occurred at 250 milliseconds. The ventricular blanking settings were re-programmed, and the rv lead remains in use.